Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that the customer experienced difficulty inserting the intra-aortic balloon (iab) through the provided 8fr. Sheath. The iab became bent, was unable to be used, and was discarded. They then successfully inserted a second iab using another manufacturer's 9fr. Sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4). H3 other text : device not returned.